Event description:
A valiant stent graft delivery system was implanted into a patient for the endovascular treatment of a thoracic aortic aneurysm approximately one month ago. It was reported that while prepping the delivery system by flushing the graft cover with heparinized saline solution via the side-port it was not possible to so by hand. The physician used a pressure syringe at a pressure of 18 bars to completely infuse the stent graft. The stent graft was implanted. After the delivery system was removed from the patient the physician attempted to flush the delivery system but was unsuccessful. No clinical sequelae were reported and the patient is fine. The delivery system was returned and its evaluation has been completed. The stent graft was not returned as it was deployed and remained in the patient. There was a kink on the sheath at 7cm from the distal edge of the graft cover; otherwise, the device is unremarkable. The tip was fully reseated into the graft cover. The slider was in the home starting position. During evaluation, the device could not be flushed with a syringe. An endoflator was used and there was strong resistance. Little blood was able to come out of the tip likely forced out by pressure from the endoflator. The backend was disassembled and the ID of the endseal was examined under the microscope. A bulging was observed on the ID at the side-port.

Manufacturer narrative:
(B)(4). This supplemental report is being filed to provide FDA a notice of retrospective filing of the field corrective action on 2013-sep-18 that was initiated on 2012-aug-30 for the inability to irrigate/flush the captivia delivery system. The fca consists of a notification to the customers outside of the united states. No us customers were affected as this issue does not present a risk to health posed by the device or remedy a violation of the act caused by the device which may present a risk to health.

Manufacturer narrative:
(B)(4).